Manufacturer narrative:
Mean gender study title: the modified ¿no touch¿ technique in the antegrade endovascular approach for left common carotid artery ostial stenosis stenting xiaobin tang, whitney annie long, chang hu, feng tang, qian wang, lei li the journal of neuro-interventional surgery 2017;9:137¿142. Doi: 10.1136/neurintsurg-2016-012544.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This published article researches the 'no touch' technique in the antegrade endovascular approach for treating left common carotid artery (lcca) ostial stenosis stenting. Fifteen selective lcca stenosis patients, 10 of which were male, with an average age of 72 years were enrolled in the study from march 2013 and march 2016. In cases where transfemoral access was used,0.018 nitrex guidewires were placed in the right subclavian artery as a 'buddy wire'. In some cases, nitrex guidewires were again used to negotiate the lcca ostial lesion. Spider fx embolic protection devices were also used in conjunction with the guidewires. After performing pta ballooning with non-medtronic devices, 0.035 inch compatible balloon-expandable scuba stents were positioned over the guidewire. The initial technical success rate was 100%. The average procedure time was 84.0±16.3 min. During the follow up period, two patients had ica stenosis, one case needing stenting and one other patient suffered a contralateral minor stroke. It was concluded that the modified ¿no touch¿ antegrade endovascular technique is a feasible method for treating lcca ostial lesions with a satisfactory initial success rate, acceptable procedure time, and comparable mid and long-term results.